Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was removed and the device had a cracked top case, bottom case, right/left plunger case ear clip, and a/c cable receptacle. There was visible contamination. A review of the event history log found a motor rate error. An occlusion test was performed and was able to duplicate the motor rate error. It was determined the issue was due to a failure of multiple components related to normal wear. It was indicated the device was over 13 years old. Based on the evidence, the root cause was attributed to normal wear.